Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. A visual inspection revealed a shaft fracture and stretching inside the carrier hoop. A microscope inspection confirmed the fractured/stretched shaft was located at 2.8cm to 6cm from the strain relief. The complaint was confirmed for issues due to shaft damage.

Event description:
It was reported that the catheter coating peeled off. The patient underwent a pulmonary embolism due to pulmonary hemorrhage. The target lesion was located in the pulmonary artery. A renegade hi-flo fathom system was selected for use. Upon unpacking, it was found that the hydrophilic coating of the microcatheter kit peeled off. The device was not used on the patient and was replaced for another of the same device to complete the procedure. No complications reported, and patient status was stable.

Event description:
It was reported that the catheter coating peeled off. The patient underwent a pulmonary embolism due to pulmonary hemorrhage. The target lesion was located in the pulmonary artery. A renegade hi-flo fathom system was selected for use. Upon unpacking, it was found that the hydrophilic coating of the microcatheter kit peeled off. The device was not used on the patient and was replaced for another of the same device to complete the procedure. No complications reported, and patient status was stable.